Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that each shipment of material must be accompanied by the manufacture's certificate of conformance in compliance with smith + nephew. Width, thickness, braid density, fiber tenacity and usp testing for knot break strength to be certified. The suture is being inspected in the manufacturing process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair, the suture of a healicoil was frayed, therefore breaking off. Surgery continued without any delay with a back-up device, no voids were left in the patient and no anchor was needed to be removed as a result of the issue. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case(B)(4).